Manufacturer narrative:
H.6. Investigation: lot#0008040 DHR and related manufacturing records were reviewed, no abnormality was found. No samples or photos were returned. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: " the patient installed the needle by himself and used it for three days. The needle was blocked due to the delay in needle replacement."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "the patient installed the needle by himself and used it for three days. The needle was blocked due to the delay in needle replacement."